Event description:
A customer observed unexpected volume errors on the ortho provue analyzer. If the pipettor delivers incorrect volume of red cell/plasma/diluent, erroneous tests results could occur and lead to transfusion of incompatible blood .there was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event by the field engineer found a leaking syringe and a cracked wash station. The fe replaced the syringe and wash station and performed adjustments. Though service repairs have returned the analyzer to expected operation, the root cause of the event was not determined.